Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 devices were received for evaluation; 1 event was confirmed during testing for overheating and a damaged hose; a damaged motor was found and a hole in the hose was found, 3 events were confirmed for a damaged hose but not overheating; the hose was found to be leaking. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was overheating and there was a damaged hose, causing the leaking of air and/or oil, 2 had no patient involvement; no patient impact, 2 had patient involvement for overheating, but no patient involvement for the damaged hose; no patient impact.